Manufacturer narrative:
An eval of the device(s) cannot be performed as the device(s) remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported: "pt called to report pain. Can hardly do anything, her knee gives out on her, has swelling. Pt says she is obtaining medical records. Says she is scheduled for a revision on (B)(6) 2011.".